Event description:
Procedure type: frontal craniotomy for removal of tumor. According to the reporter: the procedure was performed on (B)(6) 2012. After surgery, the patient had an unexplained high fever about for 2 weeks, but after that the fever was broken and the patient was discharged. The surgeon suspected the fever was caused by an infection, but bacteria was not detected. On (B)(6) 2013, the patient visited the hospital because the surgical site was suddenly dented. However, no specific finding was observed (no swelling and no reddening) at that time and the patient returned to home. On (B)(6) 2013, the surgical wound broke open without any symptom. The surgeon suspected an infection, but bacteria was not detected. Debridement was performed, and gelled duraseal was confirmed by craniotomy. The patient is still under observation in the hospital.

Manufacturer narrative:
(B)(4).